Manufacturer narrative:
Device evaluation: visual evaluation of the returned mesh assembly revealed that the needle was missing from the blue and white dilator and was not returned. Visual evaluation of the returned capio device revealed no abnormalities. Functional evaluation of the returned capio device revealed that the device operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use cautions to avoid excessive tension on the mesh during handling and positioning to prevent damage to the device. The most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific corporation that during preparation for a colpopexy procedure using an uphold vaginal support system, the needle detached outside the patient. The physician subsequently "tried to insert the uphold device, [but] it pulled loose" and "it wouldn't hold in place." The physician completed the procedure with another uphold vaginal support system with no complications to the patient. Reportedly, "the outcome was good" and the patient is "fine" post-procedure.